Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to repeated 32056 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Performed a visual inspection and found no problem related to reported issue. Checked and verified error 41113 and 32056 in lighthouse (aperture). Installed on an internal equipment, fixture, or tool (eft) system and powered on. System powered on with and faulted with error 32056. Confirmed reported issue on system. Further investigation was performed on this unit. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where it failed the "power-up usm pre-cal" test. The error logs were reviewed, where 32145, 906, 1123, 32056, and 905 errors were present. A linux laptop was connected to the system and used to inspect encoder values, where it was found that the pitch searchlight reading remained constant, even while the usm was being moved. The usm searchlight cable was removed and inspected. No physical damage was seen. An eft was used to determine continuity where it was found that the cable was bad. An aba was performed with this cable, where the errors were resolved. Upon testing with the "b" cable, all pftp tests passed as well. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) between cases to report that arm 3 keeps faulting. The caller stated they have rebooted the system and the error returns when the system powers back on. The caller stated they are getting an error 41113 and 32056. The caller stated they have a message on the screen to restart the system or disable arm 3. The tse recommended trying to reposition arm 3 and doing a hard reboot on the system. Caller stated they had already tried a couple of reboots, and the error remains. The tse explained they could assist with disabling arm 3 and they would be able to use arms 1-2-4 for the next case. The caller stated they would prefer to use all 4 arms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter was present during the procedure and confirm that the procedure was completed robotically using only 3 arms. Arm 3 was disabled during the procedure.